Manufacturer narrative:
Results - a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Conclusions - per the gore excluder aaa endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis is comprised of two components, the trunk-ipsilateral leg endoprosthesis (trunk) and the contralateral leg endoprosthesis. Additionally, the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease.

Event description:
On (B)(6) 2013, the patient underwent endovascular repair of a thoracic aortic aneurysm at the aortic arch using two gore tag thoracic endoprostheses. Prior to the implantation of the device, the left subclavian artery was embolized with coil, and two contralateral leg components of the gore excluder aaa endoprostheses were implanted from the left common carotid artery and the brachiocephalic artery to the ascending aorta in order to maintain blood glows into the vessels. Final angiogram showed a slight proximal type 1 endoleak, which was left to be monitored. On the same day, the patient developed cerebral infarct and paraplegia. The spinal drainage was performed immediately. The patient's level of consciousness was low and did not improve. On (B)(6) 2013, the patient was diagnosed with a loss of swallowing function. A feeding tube was placed. On (B)(6) 2013, the patient presented with a fever of 38 degrees celsius. Antibiotic agent was administered. On (B)(6) 2013, a decline in the renal function was confirmed. The patient suffered cardiopulmonary arrest but successfully resuscitated 12 minutes later. On (B)(6) 2013, the patient's blood pressure significantly dropped. The patient expired on the same day. It was reported that the patient had significantly "shaggy" aorta.